Event description:
A customer reported to beckman coulter, inc (bec) that there was a clear fluid leak from the coulter lh 780 hematology analyzer onto the countertop. The customer was wearing a lab coat and gloves at the time of the event. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found the piercing needle had broken off and lying inside below the bellows, and that the rocker bed was not locking firmly into piercing position. It was noted that the instrument gave auto mode disable and aspiration errors. The fse replaced the needle, realigned needle position, and readjusted and tightened left bed lock assembly to repair the instrument. The service activities were verified per the established procedures. The likely cause of the leak is that the rocker bed was not locking and the needle was broken.

Manufacturer narrative:
Result: rocker bed lock assembly. (B)(4).